Event description:
The customer observed a falsely elevated potassium result for one patient on the architect c16000 analyzer. The following data was provided: patient 1 initial 6.6, retest 5.1 mmol/l. There was no impact to patient management reported. The syringe seal tip, pipetor inner tubing, sample probe, reagent probe, reagent probe tubing, and sample probe tubing was all inspected and replaced on the architect. This resolved the issue. The customer has not seen any further erratic data.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).